Event description:
It was reported that noise was observed on the lead which resulted in inappropriate therapy delivery. It was noted that the impedance had increased. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.